Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was up to 400 mg/dl. The customer also report the blood glucose was 143 mg/dl. Customer state that there was no leak and air bubble , no split and no crack. Customer treated with insulin pump. Troubleshooting was performed. The reservoir will not be returned for analysis.